Event description:
During a tubal ligation procedure, the edges of the device were uneven. When the surgeon closed down with the device, it pinched and tore the pt's tube. To finish the case, they switched to another device and redid the procedure. The surgery took a little longer than expected, and they restored the pt's tube. There was no pt harm.

Manufacturer narrative:
As received: one band remained on the applicator, trigger is in fire position 1. The end radius on the short leg of the tongs is not smooth, a visual edge/burr can be seen on the radius. The end radius of the long leg of the tong has a smooth polished radius. The tongs advance and retract smoothly into the shaft. They retract into the shaft in the correct orientation, longer leg above the shorter leg. The ends of both shafts are smooth and polished with no sharp edges or burrs observed. Possible cause of the tube tearing may be due to the end radius of the short leg not being completely polished with a full radius. Incomplete radius, polishing from the vendor, manufacturing error.